Manufacturer narrative:
The full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high undefined impedance and loss of capture on the right ventricular (rv) lead. It was determined that the lead had fractured which resulted in hospitalization of the patient for bradycardia. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.